Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were observed via remote transmission. Oversensing of myopotentials were suspected. Reprogramming changes were recommended and the patient will be monitored remotely. Patient condition is good.